Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that¿they got their stimulator for bladder and bowel. Pt was escalated and started by stating they were furious, disappointed, having trouble. Pt said this is the worst thing they can remember doing. Pt said they were told it would help bladder and bowel and they just messed all over them self. Pt said the evaluation worked it was effective and did not want a rechargeable one but rep said they would only have to recharge once a month, they have to recharge once a week. Pt said since implant they have not had a lot of accidents but just messed them self and they still have to be careful of what they eat. Pt said since an adjustment in june stimulation is affecting their hip when they walk they can feel stim in hip on the opposite side of where the implant is. Pt said they have never been so disappointed. Pt said at the doctor's office and the rep, told them they should never make any adjustments on their own. Pss tried to provide brief interstim education and explain interstim is for bladder or bowel and perhaps that is the reason the doctor /rep don't want her doing her own adjustments . Reviewed the common patient journey of making adjustments on their own to optimize their therapy.¿ ¿pss sent the link for interstim information, suggested they speak with the nurse practitioner at the doctor's office about making their own adjustments.¿ ¿pss suggested she check with the np about lowering the setting to see if that resolved the opposite hip stim issue and difficulty walking. Pt said they are moving to (B)(6) in october so sent listings. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative: the cause of the stimulation in hip was not determined, the lead may be picking up the s2 nerve. Regarding the cause of the charging every week: the patient is actually getting more battery life than needed to charge once a week, they had a higher than anticipated amplitude. The nurse practitioner and the rep have worked with this patient several times to make adjustments to maximize their therapy. This patient is a complainer and continues to threaten the office and the company, they are seeking money for their out of pocket expense.